Manufacturer narrative:
The user experienced hyperglycemia requiring emergency medical treatment while using the ilet. This situation can result in acute metabolic decompensation requiring urgent intervention and is consistent with the reported IV fluids and insulin drip administration. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia beginning after a supply change, which is consistent with ineffective insulin delivery due to a bent cannula or another issue along the fluid pathway. Based on available information, the event was attributed to a suspected infusion set¿related issue rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 11-aug-2025, it was reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose reported as high as 392 mg/dl, resulting in emergency room treatment. The user was treated with IV fluids and an insulin drip and discharged the same day. The user recovered and resumed ilet use.